Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported ridges along the edges of the lens during an intraocular lens (iol) implant procedure. They also described "glistenings" on the lens. A new lens was used and the procedure was completed. There was no contact between the lens and the patient.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic inner gusset edge is nicked/chipped. The optic edge is nicked/chipped. The damaged areas are next to a post of the lens case. Another optic edge area is scuffed with the damaged material slightly raised up. Very small flakes from the damaged material was present on the lens. The lens appears clear with the exception of the area where clinical solution is present. The lens was cleaned with lphse and allowed to air dry. The lens appears clear. Product history records were reviewed and the documentation indicated the product met release criteria. The original complaint was reported as " ridges on the edges and glistenings". Haptic and optic edge damage was observed. The lens was cleaned and appears clear after removal of the clinical solution. The customer indicated there was no patient contact. Updated customer information indicated that the doctor does not remember any glistenings on the lens but may have used that term to describe something else that did not look right. The nicked/chipped areas of the haptic and optic edge may have been interpreted as the reported original complaint. The observed lens damage is similar in appearance to lens case related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The lens used in place of this lens was one of the same lens model and diopter. The manufacturer internal reference number is: (B)(4).